Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared intermittent multiple cartridge alarms (alarm 19s) during basal delivery using multiple cartridges. Customer reverted to using a backup method for insulin therapy. Blood glucose was not impacted.